Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 10/13/98.

Event description:
Event: (cc# 98-00563) the doctor was unable to deflate the iab. The contact stated that the "iab did not work all day". The patient was in cardiogenic shock and labile. A guidewire was placed through the central lumen without a problem and then fluoroscopy was used to check the position when it was noted that the iab was not deflated and there appeared to be a clot in the iab. Attempts to aspirate helium through the gas shuttle lumen was unsuccesssful. The extracorporeal tubing was cut and an attempt was made to try to aspirate heliun without success. On 5/8/98, datascope was notified that the iab was finally surgically removed and the patient went on to expire. On 6/10/98, the following was reported to datascope: the iab became entrapped. The patient was very unstable. The patient had to be intubated. The patient expired on 5/8/98. On 9/18/98, the following information was reported to datascope: the iab was inserted into the patient on 5/6/98 at 6:45 p.m. On 5/7/98 at 2:00 p.m., poor inflation and augmentation was noted and the iab was removed on 5/7/98 at 9:00 p.m. The patient had minor ischemia and a thrombosis. The patient went on to expire on 5/8/98 at 12:10 p.m. The facility reported that the patient's death was a direct consequence of the iab or iab therapy. [Event complications]: entrapped/surgically removed/death - reported 5/8/98. [Patient's current status]: expired-rpt'd 5/8/98.